Event description:
It was reported to boston scientific corporation that an alliance ii syringe was attempted to be used in the main papilla during an endoscopic lithotripsy procedure performed on (B)(6) 2026. During the procedure, the pressure gauge on the device did not increase, making it unclear how many atmospheres of inflation had been achieved. As a result, the balloon was deflated. The procedure was completed using another alliance syringe device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.